Event description:
Product was returned as implant failure at 1 month. Based on the report, patient's medical history was described as bruxism. Patient's oral hygiene and bone condition was described as poor. Surgery was traditional 2 stage and doctor indicated that the implant was removed because of infection, bone condition, and poor oral hygiene.

Manufacturer narrative:
Device evaluation in process, not completed yet.